Event description:
Pt had a fracture of his catheter a week or so prior to admission with infiltration of adriamycin into the chest wall. The port-a-cath was removed. The wound was being treated appropiately when pt was admitted with shaking chills, fever, septal appearance of day's duration. This, along with dizziness and light headedness caused pt to pass out and he was brought to the emergency room. Pertinent findings were a clear drainage from his wound site, a hard reddened indurated area or organomegaly and the lung fields were clear. The pt continued to have spiking temperatures. A percutaneous drain was put in. Pt still had continuous spiking fevers up to 102 and higher and he was taken to surgery where an open debridement of this area was done. Muscle biopsy showed viable tissue.